Event description:
Client reports increased and new pain in back. Implanted pump used for both morphine and baclofen. Reports he felt "pump not working", "something was not right" past 1-2 weeks. Client found out his implanted pump on recall list. Pain specialist increased "by mouth medication. Waiting to hear from dr (put pump in) diagnosis or reason for use: pain, spasm.